Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the foley catheter probably bulged on one side. Per investigator's notification received on 21mar2025, it was reported that foley catheter was difficult to deflate was found during evaluation.

Event description:
It was reported that during pretest the foley catheter probably bulged on one side. Per investigator's notification received on 21mar2025, it was reported that foley catheter was difficult to deflate was found during evaluation.

Manufacturer narrative:
The reported event is confirmed and addressed in a corrective and preventive action (CAPA 12474540) document. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received 1 silicone foley catheter no visual defects. Inflated balloon with no physical defects. Inflated balloon with 10ml of mbs with returned syringe. Inflated properly however asymmetrical balloon of 100:0 was observed. Catheter did not deflate under 5 minutes with returned syringe. Attempted inflation and deflation within house syringe. Inflated properly asymmetrical balloon was present. Deflated within 2 minutes and 6 seconds within house syringe. The complaint is against the return syringe. Per CAPA 12474540, the identified potential root cause for this failure is that the core pins used in balloon molding were found to be out of specification. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 112474540. Refer to CAPA 12474540 for further details. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.